Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no information to suggest that the patient sustained a serious injury. The patient did not seek medical attention and continued use of the lifevest. Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a patient. Device manufacture date: monitor sn (B)(4): reuse. Electrode belt sn (B)(4): 01/2011 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A zoll territory manager contacted zoll customer support reporting that review of a data download indicates that a (B)(6) year old male patient was treated on (B)(6) 2014. Dual lead noise and artifact contributed to the false detection. The patient was treated at 13:48:17. The rhythm at the time of the treatment is unknown due to noise and artifact. The post-shock rhythm was atrial fibrillation. The patient reported that he was on the porch at the time of the event. The response buttons were pressed after the treatment was delivered. The patient did not seek medical attention and continued use of the lifevest.